Event description:
It was reported that after centrifugation with 15 bd vacutainer® sst¿ ii advance plus blood collection tubes red cell hang up was observed. There was no report of patient impact. The following information was provided by the initial reporter: centrifuge was separated with sufficient mixing and sufficient coagulation time, considering that the blood collectors skill was poor, but blood was still on the wall of the tube. It is said that about 10-15 out of 100 tubes occurred.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for some sample quality issues including red cell hang up. Based on the confirmed complaint trend a CAPA corrective and preventive action was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.